Manufacturer narrative:
Submit date: 12/28/2017. An investigation is currently underway. Upon completion, the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports finding fluid in syringes.

Manufacturer narrative:
This report is being filed as a correction to the initial report.this complaint is not a reportable event as per the FDA guidelines, we do not report on veterinary use. If information is provided in the future, a supplemental report will be issued.